Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of high blood levels of 400 mg/dl. The customer stated that the high readings lasted a few days. The customer corrected with bolus. The product was not returned for analysis.